Event description:
It was reported that a user of the ilet pump found the system confusing and experienced blood glucose fluctuations when meals varied, with self-reported use of meal announcements mostly limited to dinners and a current glucose reading around 240 mg/dl that began trending stable during the call; education and troubleshooting were provided, including a plan for retraining on proper meal announcing and consideration of a follow-up review. Symptoms included hyperglycemia. Outcomes included no alarms, no hospitalization, and user education completed. Investigation included customer interview, review of available device use information, and coaching on correct feature use. Investigation of this case revealed improper or incomplete use of the meal announcement feature contributing to glycemic variability, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user technique and use error were the likely causes.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.